Event description:
While placing the filter from the jugular approach on an (B)(6) male with sharp 90 degree turns, the feet ruptured thru the sheath when advancing the filter thru one of these turns. They were able to place another sheath over the filter, and retrieve it. Another gunther tulip jugular vena cava filter set was selected and they were able to complete the procedure without any harm to the patient. It was confirmed that a foreign object did not have to be retrieved from the patient. No additional medical procedures were required due to this occurrence and the patient did not experience any adverse effects due to this observation.

Manufacturer narrative:
Expiration date unknown as lot is unknown. (B)(4). Unk as lot is unk. No product returned to assist in the investigation. Information was provided that the filter was advanced through sharp 90 degree turns, and this is believed to have resulted in the sheath kinking and consequently, a filter leg to rupture the sheath wall. Under normal conditions, the sheath is strong enough to accomplish the procedure, but it has been seen before that if the sheath is somehow exposed to excessive force because of tortuous anatomy, this kind of problem may occur. With a reference to our instruction for use, section "warnings, filter placement," it says: "excessive force should not be used to place the filter." These devices are visually inspected 100% for defects prior to shipping. The device is shipped with IFU that describes the intended use, contraindications, warnings, precautions, potential adverse effects, and proper deployment procedure. We will continue to monitor for similar complaints and have notified the appropriate personnel. Quality engineering risk assessment was performed, which concluded that no further mitigating action is necessary at this time.